Manufacturer narrative:
Examination of the returned device revealed, both proximal and distal bonds were continuous and met the minimum required bond length specification of 1mm. The balloon was torn from the mid section to the distal bond. The catheter shaft was inspected for cosmetic defects and none were identified. Balloon inflation failure can be attributed to balloon damage during the procedure. This was most likely caused by contact with a sharp exterior source, such as contact with a sharp irregular stone or during insertion through the scope. Therefore the most probable root cause has been determined to be operational context. A device history record review for the reported lot number was performed and no anomalies were identified related to this event. A batch lot history review was performed and no other complaints were identified. (B)(4).

Event description:
It was initially reported to boston scientific corp, the an extractor rx retrieval balloon was used during a stone extraction procedure in the bile duct. (Pts age: over 18 years). According to the complainant, during the procedure, the balloon was inflated in the bile duct. The balloon was then removed from the pt. It was reinserted and an attempt was made to inflate the balloon a second time; however, inflation failed. They completed the procedure with another device. There has been no report of pt complications or injury due to this event. Post procedure, the pt's status was reported as fine. This event has been deemed a reportable event based on the investigation results; torn balloon.